Event description:
The report was from the study. The patient had elevated cardiac enzymes post procedure, a week later he had an episode of paroxysmal atrial fibrillation, and 3 weeks later he experienced severe chest discomfort while lying down. The patient was a 79 year old male. The indication for the index procedure was stable angina pectoris. Heart rate at baseline was 66/min. There was sinus rhythm. Blood pressure was 153/56. Lvef% was >50. The target vessel was the obtuse marginal (om). The vessel diameter was 2.25mm and the lesion length was 24mm. Pre-procedure stenosis was 70%. The lesion was de novo, moderately tortuous, angulated, and concentric. A 6f guide catheter was used. The lesion was pre-dilated with a 2.25 x 12mm balloon at 22 atm. A crb28225 was deployed at 11atm. The stent was post-dilated with a 2.25 x 12mm balloon at 22 atm. There is no reason for the post-dilation given. There were no complications during the procedure. Post-procedure was 0%. Post procedure, peak ck was <2 times above upper normal level (unl). Peak ck-mb was 3 times above unl and troponin was >=5 times above unl. Approximately a week later, the patient had an episode of paroxysmal atrial fibrillation. The patient was followed up 3 weeks later. The patient reported he had severe chest discomfort that day while lying down. The next day, he was asymptomatic. All medications were ongoing and uninterrupted.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.